Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: reason for follow up on regulatory report # 2649622-2010-12387 was correction and not additional information. At the time of the report, the information was available however the report was incomplete.

Event description:
The patient is enrolled in the (B)(6) clinical study.

Event description:
It was reported that during the implant of bioprosthetic valve, the patient was noted to have a pericardial tamponade due to a perforation of the right ventricular (rv) by the pacing lead. The tamponade was resolved with pericardiocentesis. Three days post implant the patient developed an rv exit block. Cardiopulmonary resuscitation (CPR) was performed on the patient. Post implant echocardiographic evaluation noted grade I paravalvular regurgitation. The patient is stable and recovering well. The lead remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced exit block due to incorrect lead positioning believed to be the result of lead dislodgment, or improper implant location. Cardiopulmonary resuscitation (CPR) was performed on the patient. It was also noted that post-implant echocardiographic evaluation revealed grade I paravalvular regurgitation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.